Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 . During the procedure, the device was used to make an initial cut and then removed from the scope. Later in the case, the device was reintroduced through the scope and into the duodenum of the patient and it was noted that the cutting wire broke. The cutting wire was still connected to the catheter and no part detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicates that this device is for single use only and should not be reused, reprocessed or resterilized. However, the customer reported that the device was used inside the patient, removed, and then reintroduced later in the case.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.